Event description:
It was reported that the right ventricular (rv) lead had low impedance on interrogation. There was no lead warning. The lead tripped to unipolar antenna and was reprogrammed back to bipolar and lead monitor was turned to monitor only. The system remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addrs1 implantable pulse generator (ipg), implanted: (B)(6) 2008; 4968-35 implantable pacing lead, implanted: (B)(6) 2008. (B)(4)